Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. As no controls were tested prior to the event, a reagent issue occurring at the customer site could not be excluded. The alarm messages received may indicate preanalytical issues. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
The value from the first patient sample was 5.60 ng/l. The first value from the second patient sample was 226.0 ng/l. This sample was repeated twice, resulting as 5.97 ng/l and 5.65 ng/l. Additional test values from the second patient sample were as follows on 02-oct-2017: creatinine = 0.88 mg/dl, bun = 12.0 mg/dl, na = 142 mmol/l, k = 3.41 mmol/l, cl = 104.1 mmol/l, urea = 25.680 mg/dl. Quality controls were not tested prior to the event. Controls run after the event on (B)(6) 2017 were within range. Upon review of the alarm trace, an aspiration error was present on (B)(6) 2016 and there were several insufficient sample messages.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas 6000 e 601 module (e601). A first sample from the patient resulted as 5.6 ng/l on the morning. A second sample was collected from the patient in the afternoon and the result was 226 ng/l which was reported outside of the laboratory. The sample was repeated, resulting as 5.9 ng/l. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number and expiration date were asked for, but not provided.